Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having a problem getting the needle in the infusion set to get into her skin. Customer was having issues inserting the infusion set and is requesting a serter. Customer stated that every time she takes out the infusion set, she notices that the cannula is bent. Customer's blood glucose was over 500 mg/dl. Customer was informed about site rotation, scar tissue, and site location. Customer stated that she is already aware of that. Customer stated that she did not like the idea of the needle staying in her body. Customer was informed about other samples to try.